Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a step during testing. The device's oxygen blending module board needs replaced to address the issues. During the evaluation of the device at the manufacturer's service center, it was observed that the device's oxygen proportional valve is misaligned and will need to be reinstalled into the oxygen blending module manifold to address the issue.